Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level of 435 mg/dl. The customer¿s blood glucose was 392 mg/dl. The customer was treated with bolus for high blood glucose. The customer did not provide details regarding symptoms of their high blood glucose episodes. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with a hairline crack on the battery tube.